Event description:
New information stated that the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of the episodes showed low ventricular sensing. Ventricular pacing results in a large deflection on the atrial egm. Lead dislodgement suspected or the atrial lead is in contact with the ventricular lead. The rv-waves have gradually decreased, causing undersensing. The physician opted to monitor the patient.